Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-xxxxx and 3005099803-2009-xxxxx for the other associated device info. It was reported to boston scientific corporation that three radial jaw hot single-use biopsy forceps were used during a polypectomy procedure performed in 2009. According to the complainant, during the procedure, energy output from the device was delayed approx 20 to 30 seconds. A second device was used, but there was another delay of 20 to 30 seconds. The devices were used with two cautery machines with similar results. The site indicated the use of a third device, which was tested outside the pt, that again produced a 20 to 30 second delay. The procedure was completed with a different device (product and MFR unk). The polyp was treated without cauterization of the site. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Energy output, delay of. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed and the complaint could not be confirmed. A review of the device history record (DHR) was performed and no anomaly was found.